Event description:
Pt had a foley cath in for 6 days due to inability to void after vascular surgery. When orders given to remove the foley neither the rn or md could deflate the balloon, pt had to be taken to the or, balloon deflated by breaking it.